Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2014, it was reported that on (B)(6) 2014, the patient's infusion device displayed e4 (occlusion error) and his blood glucose level elevated to 600 mg/dl. At the end of (B)(6), 2014 the patient's eye doctor found a hemorrhage in his right eye. The doctor stated that it may have been caused by the elevated blood glucose levels in (B)(6). The patient was treated with a laser. The infusion device requested to be returned for product evaluation.